Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated for fourteen days with an injection of vancomycin (1 mg, once (in each bag), and intraperitoneal (ip)), an injection of cefazolin (1 mg in each bag, ip, frequency not reported), and an injection of ceftazidime (1 mg in each bag of dianeal 1.5%, ip, frequency not reported). At the time of this report, the patient was still in the hospital. The patient outcome was unknown. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.